Manufacturer narrative:
Visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned dry and there were fibers on the lens. The lens was rehydrated in bss for re-measurement and the lens was found to be in specification. Based on the complaint history, work order search, medical review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to lens opacity (anterior subcapsular and posterior subcapsular), which was noted on (B)(6) 2016. The patient experienced blurred vision. The patient was scheduled for yag capsulotomy. At last post-op visit on (B)(6) 2016, the patient's best-corrected visual acuity was 20/20 -2.